Event description:
Pt status post nail and 3 screws, non-synthes hardware, implanted on an unk date was scheduled for revision surgery for a broken proximal interlocking screw. During the revision surgery on (B)(6) 2011 as surgeon was attempting to remove the proximal interlocking screw, the tip of the synthes extraction screw broke off inside the head of the non-synthes proximal interlocking screw. Surgeon was unable to remove the tip of the extraction screw from the screw head. The piece of the synthes extraction screw remains in the screw head and the proximal interlocking screw remains implanted.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
(B)(4) : placeholder.